Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification.

Event description:
Caller stated pt is a very brittle diabetic. Pt felt sick and nauseated. At 5:30 am, pt's bg read 277. Not given any medication, nurses changed shift and pt stated again that she still felt bad and vomited. Retest of bg at 7:15 am read 207. Pt still felt ill and was transported to ER at 7:45 am, lab results from blood draw at 8:45 am read 1114. Quality checks on meter were taken before first reading at 4:30 am and read in range, subsequent readings taken after pt's lab results were reported. Meter was tested and the level 2 solution read out of range low.